Event description:
It was reported that the patient's driveline and system controller were damaged. Log files were submitted for review. The log file appeared to capture no unusual events.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damage to the modular cable was confirmed via analysis of the returned cable. Visual inspection of the returned modular cable revealed that 10¿ of the polyurethane outer jacket below the controller connector bend relief was missing, exposing the underlying braided layer. The outer jacket was observed to have a gray discoloration. The inline connector bend relief and controller connector bend relief were also observed to have a brown discoloration. The returned modular cable was functionally tested and operated as intended during testing. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Log files were submitted and downloaded for review, and data from the event date of 21apr2025 was reviewed. The data in the log files did not indicate any issues with the modular cable. No atypical alarms were observed. The pump maintained a speed within the low-speed limit without issue while the driveline was connected. Fluid ingress was also observed in the controller connector. The root cause of the reported event could not be conclusively determined through this analysis. The lot number of the heartmate 3 modular cable was not reported with the event. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.